Event description:
It was reported that the femoral aimers are broken from the tip point. Pt status is fine.

Manufacturer narrative:
The DHR for the related device was reviewed and no discrepancies were observed.